Manufacturer narrative:
The unit was removed from service temporarily after the conclusion of the procedure until steris personnel could inspect the table. A steris service technician arrived on site, inspected the unit, and confirmed the table to be operating according to specification. The technician identified that at the time of the reported event user facility personnel unlocked the table floor locks to reposition the table within the operating room. When the table was unlocked with a patient positioned on the device, an instability in the patient to table weight resulted in the table tipping. The steris operating manual states on page 1-1 "warning - tipping hazard: do not release floor locks while patient is on table." The technician notified user facility personnel to ensure to not release the table floor locks during patient procedures. No additional issues have been reported.

Event description:
The user facility reported their 3085 surgical table tipped during a patient procedure. No injury, procedural delay, or cancellation occurred.